Event description:
Drager ventilator while attached to a trached pt went inoperative. Vent monitor went blank and high pitched alarm sounded. Monitor briefly lit and then went blank for 2nd time, strong burning odor noted at the monitor. Rn/rt removed pt from device. Manually ventilated pt until another vent was connected. Faulty device tagged and taken out of service. Clinical intervention prevented pt harm from occurring in ICU.